Event description:
It was reported that the right atrial (ra) lead had fluctuation impedance measurement. The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2005. (B)(4).